Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 57-year-old male noted as high risk percutaneous coronary intervention was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that the decision was made to remove the impella 5.5 pump due to low pump flow. Upon removal it was noted that on the outlet cage there was a clot. No patient harm was reported.

Manufacturer narrative:
The investigation into the low pump flow issue has been completed. The cut pump was sent back for investigation, and biomaterial was observed on the impeller and outflow cage. Data logs show several pump stops and motor current spikes, followed by saturated flow. The cause of saturated pump flow issue was biomaterial, based on data log and returned product review.